Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
An article was published in the alfonso bartolozzi et al. Eye and vision on (B)(6) 2022 entitled, 'three year follow up of posterior chamber phakic intraocular lens with a central port design after deep anterior lamellar keratoplasty'. The article reports adverse events following icl implantation. In one eye the icl was rotated between the 6- and 12-month follow-up visits. This icl rotation induced mixed astigmatism (+1.50 - 2.00 × 20°), leading to a decrease of 2 lines-× of udva, but cdva remained unchanged. The vault in the 12-month visit was 700 m. As the cdva was maintained, and the induced mixed was well-tolerated with spectacles, no re-centering maneuverer or icl exchange for a larger size was performed. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.